Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was returned for evaluation. The valve was visually inspected; no defects were noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined for the problem reported by the customer as the technician could not confirm any functional problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve was unable to change the setting: the valve was implanted via l-p shunt due to snph (secondary normal pressure hydrocephalus) on (B)(6) 2018 with an unknown setting. In (B)(6) 2020, the patient developed a headache and cerebral ventricular enlargement was observed. The medical staff was unable to change the valve setting when attempted; therefore the valve was replaced with a new one on (B)(6) 2020.